Event description:
It was reported that the bd sec set 20dp 30in w/hanger ll experienced connection issue. The following information was provided by the initial reporter: secondary line with male luer not connected when removed from package.

Manufacturer narrative:
Investigation summary one sample was submitted for quality investigation. The customer complaint of connection issues was verified by visual inspection. Evaluation of the infusion set submitted shows that the distal male luer connection was cracked off at the body of the luer connection. The break was examined under magnification and it does not show signs of excessive force being applied at the break location of the male luer connection body. No further issues were identified upon evaluation. A device history record review for model 72213n lot number 21113218 was performed. The search showed that a total of 28,803 units in 1 lot number was built on 24nov2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the break of the male luer connection is a possible issue with shipping and transportation. The sample was received by the customer already broken, and the break was investigated and there was no indication of continuous stress or fatigue of the material causing the break of the male luer body. Therefore, a break of this type would be caused by a high force during a short amount of time. This force would have probably occurred during the shipment or transport of the material as the package received was still sealed.

Manufacturer narrative:
H.6. Investigation: one sample was submitted for quality investigation. The customer complaint of connection issues was verified by visual inspection. Evaluation of the infusion set submitted shows that the distal male luer connection was cracked off at the body of the luer connection. The break was examined under magnification and it does not show signs of excessive force being applied at the break location of the male luer connection body. No further issues were identified upon evaluation. A device history record review for model 72213n lot number 21113218 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The sample was sent to the manufacturing facility for further investigation. Based on the findings of the investigation at the manufacturing facility, the root cause for the issue was that an issue with the air pressure for the assembly apparatus not being regulated and a damaged piston of the label applicator. These factors created the condition in which the male luer connection was cracked. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of connection issue with lot #21113218 regarding item #(B)(4) . H3 other text : see h.10.

Event description:
It was reported that the bd sec set 20dp 30in w/hanger ll experienced connection issue. The following information was provided by the initial reporter: secondary line with male luer not connected when removed from package.